Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. Initial reporter: a contact name was not provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states that only insertion instruments that have been validated and approved for use with this lens should be used. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's eye using a non-amo injector/cartridge. The lens was torn, so it had to be removed and replaced. Reportedly, the exchange did not go well, as the cutting tools (unknown models) were not working well. The capsular bag was not torn. The incision had to be enlarged and a lot of corneal edema occurred as a result. The doctor tried a back-up lens, which did not go in the eye as it was jammed in the injector. They decided then to implant a secondary lens type (model and diopter unknown). The patient was 20/400 one day post-op. No further information was provided.